Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing set separated and leaked at the fitment. Although requested, additional information was not provided.